Event description:
It was reported that the 2500 system went down during a procedure. The 2500 system had to be removed and the surgeon needed to continue without the navigation guidance. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was replaced and intermittent tracker repaired during the service call. The system was tested and found to be working as intended and put back into service.